Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was black spot in screen. The customer¿s blood glucose level was unknown. The customer stated that screen was not readable. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with segmented display with black spots due to moisture damage. Device passed displacement test and self test. During inspection found electronic stack, motor and force sensor corroded.